Event description:
The customer reported that during a laparoscopic hysterectomy, the device would not reopen while applied to tissue. The surgeon resected the tissue adjacent to the jaws in order to remove the device from the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.